Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the black box and history recorded call service alarms. Product analysis was unable to reproduce any alarms during the investigation. The pump was opened and removed from the case and no defects were found.